Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. The customer blood glucose levels were 500 mg/dl and 520 mg/dl. The customer was treated with injection. It was reported that the insulin was leaking. The customer was advised to change the set. The insulin the pump will not be returned for analysis